Event description:
It was reported to philips that the system's control module geometry was damaged, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) conducted an onsite inspection and confirmed that the collimator shutters can't be controlled from the image module. The technician visited the site, tried to reinstall the image module controller, but it failed. Each connection was checked. The image module failed with the geo controller connected but worked normally when it was disconnected. The geo controller module likely causes the issue, possibly due to excessive power draw or a fault. To resolve the problem, a new geo controller module has been ordered. After replacing the geo controller module, the system returned to full functionality. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.